Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the customer was hospitalized with diabetic ketoacidosis. The customer also stated the cannula on the set was bent on three occasions and the insulin pump did not alarm with no delivery. At the time of hospitalization, the customer was wearing the insulin pump and her blood glucose was in the 400 to 499 mg/dl range. Her symptoms included not feeling well and vomiting. Nothing further was reported.